Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty circuit (ap) board. Additional evaluation findings were as follows: the device had worn out connector latch causing poor connection with pigtails, and an older software version. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite video system center had no image during preparation for use. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received regarding the initial reporter's position (updated e2/e3/g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was displayed properly due to the faulty printed circuit (ap) board. Olympus will continue to monitor field performance for this device.